Event description:
It was reported by the facility that the pt was having problems with his scs system, and a request was made to have a sjm rep and a physician look at the system. A rep was notified. A f/u revealed the pt has been referred to a physician. An appointment is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.